Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". Customer information: "customer reported a pump which had been involved in an incident. An infusion was set for 5 hours but infused in 20-40 mins. No patient harm recorded on the datix incident. Incident ocurred on the (B)(6) 2021 between 3-4pm."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Results: a visual inspection was performed. No visible damage are too located. A functional test was performed. The device passed the self-test. A omnifix 50ml syringe was inserted, and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. A infusion was started with a rate of 37,5 ml/h about 5 hours. After 50 minutes the syringe was empty. Based on the history could be detected, that the syringe was filled to 30ml. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,47%. The device was disassembled and the inside was investigated. No visible damage are too located. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation